Event description:
It was reported that customer experienced continuous glucose monitor error and needed assistance restarting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received step-by-step guidance to reset pump, did not see error again after reset, and successfully started new sensor session; no additional actions were required.